Event description:
The customer reports, that physicist could not get system to take x-rays. There was no injury to any pt.

Manufacturer narrative:
The customer restored operation by resetting the pin in lemo receptacle. Service call was cancelled.